Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that hair was found in the inlet tube on the 15th day of use.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found hair inside the inlet tube. However, the exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿direction for use: -keep the drainage bag below the bladder level without touching the floor. -secure drainage tube to bed sheet with clip to ensure that there is neither twist or kink in the tube." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that hair was found in the inlet tube on the 15th day of use.